Event description:
As reported by our (B)(6) affiliates, during the transfemoral case, the 26mm sapien valve was in a good position, but afterwards it fell in the ventricle. Open heart surgery was needed.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the probable the cause of valve embolization to the left ventricle is related to less than nominal volume used during valve deployment. The procedure was converted to open heart surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional investigation is ongoing.

Event description:
As reported by our (B)(6) affiliates, during the transfemoral tavr procedure, the 26mm sapien valve was prepared with normal volume (22 ml). The steps for the deployment were correct and the valve landed in a good position; 50/50. Post deployment angiogram revealed the valve was in the ventricle and the procedure was converted to open heart surgery. Post procedure, it was determined that the probable cause of the embolization to left ventricle was that 100% of volume was not used during the implantation. No other patient factors or additional information have been provided.